Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid left anterior descending artery. A 3.00x28mm promus element plus drug eluting stent was selected to treat the lesion. The device failed to cross the lesion and it was noted that the distal edge of the stent was deformed. The procedure was completed with a 3.0×20 promus element plus. No patient complications were reported and the patients' condition is good.